Event description:
It was reported that the bed canopy system model 8060 had broken zippers. No pt injury reported.

Manufacturer narrative:
Results (other): large window a has a 2 foot cut in the netting. Front side a of the canopy on the drainage port the zipper slider is stuck. No zippers were broken. Conclusions: no conclusion can be drawn.